Manufacturer narrative:
UDI: (B)(4). Deployment of the valve in a canted position can result from use error or a combination of patient and procedural factors, in some cases this could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. In this case, the post tmvr, the patient had moderate/severe mitral regurgitation due to the valve being deployed canted. A second valve was not placed due to the high risk of lvot obstruction. The patient was a dnr, therefore during the hypotensive/pea episode, aggressive intervention was not performed and the patient expired. Complete medical history was not provided, however the root cause of this event was likely due to patient factors, (as, mr, ms, severe mac and chf) and/or procedure related factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from a thv territory manager that a patient expired after a double valve procedure. A 23 mm s3 ultra was implanted in the aortic position and a 29 mm s3 was implanted in the mitral position.  Per the medical records, the aortic valve was placed successfully with mild pvl and normal valve function. A lampoon was performed on the mitral valve followed by a 29mm s3 placed in native mac. The 29mm mitral valve was deployed canted, slightly more atrial.  There were no ew device malfunctions leading to the mitral valve malposition. There was moderate/severe 3+ pvl through an open cell of the valve. A second valve was not placed due to the high risk of lvot obstruction. The decision was made to terminate the case, although the patient was not stable with iabp in place. Post tmvr, the patient had moderate/severe mitral regurgitation. Later that day the patient was tachycardic and agitated.  The patient was a dnr, therefore during the hypotensive/pea episode, aggressive intervention was not performed, and the patient expired.